Manufacturer narrative:
Company comment: a physician complained that during a prostate brachytherapy procedure, "four applicator cartridges were a tight fit in the mick applicator." In one case, the physician reported that it was necessary for him to "personally seat the applicator cartridge, which took about 3-5 minutes." There was no report of any harm to the pt. Nonetheless, this is a reportable case because the potential for harm in the extra time necessary would result in a longer-than-planned procedure and a greater exposure of the pt to general anesthesia. The longer a pt is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks. While the potential risk is small given the small increase in time for the procedure, there was potential risk and could also be potential risk in other patients if the correction of the problem were to take longer. There is no evidence of the pt harm as a result of the event evaluated in this assessment. The device has not been returned for investigation. The hosp discarded the magazines in question. Biocompatibles, inc., have requested the reporter return the mick applicator directly to the applicator manufacturer for maintenance.

Event description:
This is a medical device report received by biocompatibles, inc., on (B)(6) 2013, involving an anchor seed applicator kit that contained five magazines. The reporter was the physician who performed the implant. The reporter stated that during a prostate brachytherapy procedure for pt dc, it was observed that four applicator magazines required the reporter to personally seat the applicator magazine which took approx 3 to 5 minutes. The procedure was performed on (B)(6) 2013 and the reporter confirmed that the procedure was completed without incident. No pt harm or adverse event was reported.